Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has low helium even after changing tank. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during changing of helium tank, the cs300 intra-aortic balloon pump (iabp) unit has low helium even after changing tank. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, e3. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the unit and observed missing tank, installed helium tank supplied by customer. Performed leak test and observed not passing test. Fse could not able to isolate leak, will return with leak detector and correct leak. Fse tested the device with helium leak detector and isolated leak to helium regulator leaking at 2 points. Fse replaced the helium regulator (0119-00-0208) to resolve the issue. Performed leak test and passed to specification. Checked with helium leak detector and observed no leaks unit passed all functional and safety tests per factory specifications, returned to customer. There was a no patient involvement. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 05 sept 2024. The failure analysis and testing dept. Received part number 0119000208 helium regulator serial number (B)(6) with a reported unit failure of failing the helium leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to have a white residue on the yoke of the regulator. This white residue is consistent with saline. Please see attachment. Due to the saline damage, the fat dept. Cannot investigate this complaint any further. However, the ingress of saline into the regulator is the probable cause of the helium leak. Retaining the helium regulator in the fat dept. Per procedure number 000207d008 rev.ar.